Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/2/2019. Additional information requested and not available: what was done to address broken drain? No information. Was drain replaced? No information. Was surgical intervention/procedure required to address/replace? No information. No further information will be provided.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 01/23/2019. Evaluation: received one 10 cm long piece of 2216 drain (only the tube part). There is a cut hole upon the piece: the drain could be cut during its use. The complaint is not a manufacturing issue.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 9/8/2020.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and not available: what was done to address broken drain? Was drain replaced? Was surgical intervention/procedure required to address/replace? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown surgery on (B)(6) 2018, and a drain was used. After surgery, exudate leaked on the way to the ward. It was found that the drain was broken in the middle of it. Further details are not provided. There were no adverse consequences to the patient.